Event description:
It was reported the patient fell on her ipg. As a result, the patient is unable to establish communication between her ipg and external devices. The patient met with the sjm representative and confirmed the issue. X-rays are to be taken as the next course of action.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention where the ipg was explanted and replaced with a different model. It was also noted the new ipg was relocated. The patient reported effective stimulation therapy postoperative.